Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient that ten infusion sets fell off during use on 20-march-2024. Infusion set was in use for 1 - 2 days. The patient replaced the infusion set and insulin was resumed successfully. No further information provided.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR device 10 of 10.